Manufacturer narrative:
The gliderite ridged stylet has not been returned to verathon at this time. The customer did not respond to verathon's requests for additional information on the number of sterilization cycles and method for this device. The customer also declined the option to have their stylet returned to verathon for evaluation. Because the lot number of the stylet used during the procedure was not known and the complaint sample was not returned, the cause of the reported issue could not be determined. No corrective action is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure using a gliderite ridged stylet, a piece of the device had broken off and remained in the endotracheal tube (ett). The end user was unable to remove the stylet from the ett; therefore, another ett and stylet were used to complete the procedure. No harm to the patient or user was reported.